Manufacturer narrative:
Visual inspection of explant confirms broken plate. With non-union after 3 months, plate breakage is possible. Dimensional inspection showed plate within specification.

Event description:
Pt had (B)(6) plate break in vivo, due to non-union of the first mp joint. Cortex screw catalog # 101-2012; cortex screw catalog # 101-2010; cortex screw catalog # 101-2008.